Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd syringes 1ml s/t w/ndl experienced needles pulled from the hub, and leakage. The following information was provided by the initial reporter: problems with 2 syringes; the needle came off. It seem like the needle was bonded inside the shield. He managed to get the needle back onto the syringe and fill it with the medication that he is taking but when he was about just complete with the injection, the needle popped off and he lost some of the medication out of the barrel. Patient took the second syringe because he need to take a certain amount of unit, and encountered the same problem with the syringe when he took off the shield and the needle came off with it. And he did finish off the rest of the 1 or 2 unit of medication that he needed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 07-dec-2022. H6: investigation summary: it was reported the needle came off when trying to remove the shield. To aid in the investigation, three loose 1ml syringe with disconnected needles were received for evaluation by our quality team. A visual inspection was performed. The syringe barrels were examined to determine if any dimensional issues or damage around the tip that could affect connectivity were present and none was found. Additionally, each needle was examined near the base of their respective shields to see if any damage was present as it may indicate over torquing of the needle onto the syringe via the assembly process. No damage was found during this inspection as well. As the needles had been used, functional testing could not be performed on the samples to determine if they were over torqued onto the syringe or had their shields jammed. Unused physical samples from the complaint batch would be needed to confirm the issue via this testing against our standard. The product received was acceptable per product specification and the defect could not be confirmed. A device history record review was completed for provided material number 309623, lot number 2180778. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 2180778 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. To date, there have been no other similar events reported for this lot. Since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary.

Event description:
It was reported that 2 bd syringes 1ml s/t w/ndl experienced needles pulled from the hub, and leakage. The following information was provided by the initial reporter: problems with 2 syringes; the needle came off. It seem like the needle was bonded inside the shield. He managed to get the needle back onto the syringe and fill it with the medication that he is taking but when he was about just complete with the injection, the needle popped off and he lost some of the medication out of the barrel. Patient took the second syringe because he need to take a certain amount of unit, and encountered the same problem with the syringe when he took off the shield and the needle came off with it. And he did finish off the rest of the 1 or 2 unit of medication that he needed.